Event description:
It was reported that the shock lead impedance of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was high out of range. Technical services (ts) analyzed device trend data and found that there was a gradual rise since implant then a plateau with a few excursions afterwards. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that the shock lead impedance of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was high out of range. Technical services (ts) analyzed device trend data and found that there was a gradual rise since implant then a plateau with a few excursions afterwards. No additional adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to increasing shock impedance measurements ranging from 125 to 140 ohms. A new rv lead was successfully placed at this time. No additional adverse patient effects were reported.